Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to issue medications due to the absence of the issue button. A technical support specialist assisted the user to log out and log back in. After re-authentication, the user was able to issue the item successfully. The system functioned as intended the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, the user was unable to issue medications because the issue button was not present. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to issue medications due to the absence of the "issue" button. A technical support specialist assisted the user to log out and log back in. After re-authentication, the user was able to issue the item successfully. The system functioned as intended the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, the user was unable to issue medications because the issue button was not present. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.